Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's screen was malfunctioning as it was observed that the touch screen glass was broken and partly functional. During inspection the programmer failed the incoming functional tests due to a non functional link electronic module (lem) board. It was further noted that the display latch hasp and cord bay latch were broken. Additionally the media door latch and bullets assembly were broken. The programmer was decommissioned due to lack of parts availability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen was malfunctioning. There was no patient involvement.